Manufacturer narrative:
The cause of the discrepant falsely depressed factor v result is unknown. Operator error contributed to the reporting of a discrepant result. Invalid flagged results should not be reported per operator's guide instructions. The grossly depressed result is highly suggestive of a sample integrity issue. The sample was drawn at a separate facility. The concordant repeat result was obtained after re-centrifugation of the sample. A siemens field service engineer was dispatched to the site and found no instrument malfunctions. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed factor v (fv) result was obtained on a patient sample on the bcs xp instrument. The patient result was reported to the physician who questioned the result. The repeat test on the same sample gave a higher result in the normal reference range.. Patient treatment was not altered or prescribed on the basis of the falsely depressed factor v result. There is no report of adverse outcome to patients as a result of the falsely depressed factor v result.